Manufacturer narrative:
(B)(4). It was reported that the patient recovered from the peritonitis, but during a later follow up, that the antibiotic therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The next day, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was given injection vancomycin (1000 mg, route, frequency and duration not reported) and injection amikacin (100 mg, route, frequency and duration not reported). The outcome of the peritonitis event was not reported. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.